Manufacturer narrative:
(B)(4).

Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling. The ventilator was not in use on a pt at the time the malfunction occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the breath delivery unit (bdu) printed circuit board (pcb). The unit passed extended self-testing.